Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
In 2008, the lay patient contacted lifescan (lfs) canada alleging that her one touch ultra smart meter did not turn on. The complaint was classified based on t he customer service representative's (csr) documentation. The patient said she dropped her meter and it no longer turned on. The patient said the product issue started on four days earlier. Afterward, the patient had unspecified symptoms of high blood sugar. She was unable to test her blood glucose level and went to the ER where a reading on 21 mmol/l was obtained. She was treated with 16 units of insulin (type unknown). The patient did not have the reported meter with her when she contacted lfs. The patient's products were replaced. The complaint is reported because the patient alleges the lfs product would not turn on and she was unable to test her blood glucose level. She claims she experienced symptoms that can be associated with hyperglycemia, and elevated blood glucose reading was obtained in an ER, and she was treated with insulin.